Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. Insulin pump was unable to test operating currents due to no button response. Unable to verify battery out limit alarm due to no button response. Insulin pump received moisture damage at electronic assembly, minor scratches on display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer mother reports that the buttons on the customer's insulin pump are not responding. Mother states that customer pump had water come out of one of the buttons. Current blood glucose level is 187 mg/dl. Advised customer insulin pump will be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.